Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins). It was reported that the patient had seroma/swelling at left buttock generator site and midline lumbar incisions with pain. The event was related to the implant procedure. The event is ongoing. No patient complications were reported as a result of this event. It was reported that a seroma was aspirated for 30 cc serosanguinous fluid; the generator pocket and midline lumbar incision on (B)(6) 2020. The entire system was explanted on (B)(6) 2020 and system was disposed.